Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, haptic broke off during insertion. Lens was explanted in initial procedure. Procedure was completed the same day with back up lens. There was no patient harm. Additional information was requested.